Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 525, a tee showed the patient to have severe paravalvular leak (pvl) of the evoque valve near the septal, anterior, and lateral regions of the annulus. The valve was reported to be rocking, although to the cs the valve appeared to be seated in the annulus. Physician states that the patient had some volume reduction and they will echo the patient to see how it looks. The patient was diuresed and the pvl improved. The physician confirmed that the patient was discharged seven days after tee identified severe pvl.